Event description:
Procedure type: spinal surgery - fusion l4 to s1. According to the reporter: during a follow-up appointment with surgeon, it was found that there was a disassociation of the l4 right screw with subsequent inferior migration, as well as disassociation of the s1 left screw with subsequent superior migration. A revision surgery was performed to remove and replace the implants.

Manufacturer narrative:
An investigation was completed on product currently in x-spine inventory and were found to be acceptable to the product specifications. Quality assurance reviewed the relevant test data for potential failures and determined that the products are within the design specification. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device. The doctor described the patient as non-compliant, stating that the patient fails to wear his brace.